Event description:
A malfunction was reported with the pump, displaying a malfunction code that was non-resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to use multiple daily injections as backup therapy and was provided instructions for storage of the malfunctioning pump. Technical support sent a replacement pump and instructed the customer to return the faulty pump using a pre-paid return label.